Event description:
It was reported that an inaccuracy between the Continuous Glucose Monitor (CGM) and the Blood Glucose (BG) meter occurred. The wearable was inserted into the arm on (b)(6) 2026. On 07/14/2026, it was reported that at around 6:30 PM when the patient called 911 since she was dizzy and about to passed out. She couldn´t talk for few minutes and the Dexcom app and pump were showing 280 mg/dL but the BG reading was 30 mg/dL. When EMS arrived, they took a BG reading which was 41 mg/dL, but on the Dexcom app it was still showing 280 mg/dL. The EMS treated the patient with D50 IV (dextrose). And after a few minutes she was fine and she removed the sensor. At the time of the report the patient was fine. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the E zone of the Parkes Error Grid. The reported glucose values fall within the D zone of the Parkes Error Grid was taken upon arrival of the EMS. The data investigation did not find blood glucose calibration values to compare to CGM values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(b)(4).Diabetes Mellitus is a known cause of hypoglycemia.